Manufacturer narrative:
During the device evaluation, worn components were found within the device, including the motor assembly. Damage to the motor cartridge may allow for magnetic leakage on to the hall sensor leading to the device running without user activation.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.